Event description:
It was reported that stent damage occurred. The target lesion was located in left main coronary artery (lmca). A 24 x 2.75 promus premier stent was advanced for treatment. However, the stent struts were lifted after entering inside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in left main coronary artery (lmca). A 24 x 2.75 promus premier stent was advanced for treatment. However, the stent struts were lifted after entering inside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the 80% stenosed target lesion was located in mildly tortuous and moderately calcified lmca.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 2.75mm stent delivery system was returned for analysis. A visual and microscopic examination identified stent struts in the proximal region of the crimped stent were lifted. The stent was securely crimped between both markerbands. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube. Visual, microscopic and tactile examinations of the distal extrusion identified no damage. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in left main coronary artery (lmca). A 24 x 2.75 promus premier stent was advanced for treatment. However, the stent struts were lifted after entering inside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the 80% stenosed target lesion was located in mildly tortuous and moderately calcified lmca.